Manufacturer narrative:
The cartridge was not available for evaluation. All devices must meet quality requirements and manufacturing specifications prior to release. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.

Event description:
A report was received on 16 jun 2025 from a 62-year-old male patient with a medical history including end stage renal disease, who stated an unspecified amount of blood was observed leaking from the cartridge during a home hemodialysis treatment on an unspecified date in may. Additional information was received on 24 jun 2025 from a healthcare professional (hcp) who stated the patient experienced anxiety, low blood pressure (nos) and shortness of breath. Symptoms resolved once treatment was terminated with no medical intervention required, and the patient continues to treat with the nxstage system.